Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked end cap, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the entire bottom part of the pump came off at the seam and the screen has scratches as well. The customer¿s blood glucose level was 71 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.